Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was discovered that noise and inhibition were noticed on the right and left ventricular leads. Pocket manipulation was performed and could not be recreated. The leads were then examined under fluoroscopy and there were no visible issues. The pacemaker was explanted and replaced, and no noise was observed through the analyzer or replacement device. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.